Manufacturer narrative:
Corrected data: b5 (event narrative). H11: the submission consolidates previously reported cases into a single dataset per FDA¿s lit2400780 exemption guidance. Of the 18 revisions, 18 were included in prior quarterly submissions for the same registry and are re listed here for completeness and alignment. Additional case level information was provided on one (1) event (case (B)(4)).

Event description:
Based on data from the 2024 annual report of the (B)(6), the 2024 annual report of the (B)(6) and the 2024 annual report of the michigan arthroplasty registry (marcqi), several revision surgeries have been reported in (B)(6), france and united states, respectively, following the use of the polarcup dual mobility acetabular system in primary total hip arthroplasty (tha): 1. (B)(6): 2024 annual report. Polarcup dual mobility cemented acetabular system: a total of three hundred seventeen (317) hips underwent tha procedures between 01-jan-2012 and 31-dec-2023, using polarcup cemented acetabular cups. From these, less than five (<5) patients were later revised due to unknown reasons. 2. (B)(6) ¿ france: 2024 annual report. Polarcup dual mobility cementless acetabular system: a total of three hundred three (303) hips underwent primary tha procedures between 01-jan-2006 and 31-dec-2023, using polarcup cementless acetabular cups. From these, four (4) hips were later revised due to unknown reasons. 3. Michigan arthroplasty registry (marcqi) ¿ united states: 2024 annual report polarcup dual mobility acetabular system: a total of six hundred eleven (611) hips underwent primary tha procedures between 15-feb-2012 and 31-dec-2023, using a polarcup acetabular cups. From these, thirteen (13) reasons for revision are provided within the report: seven (7) revisions due to aseptic loosening, two (2) revisions due to malalignment, one (1) revision due to joint infection, one (1) revision due to periprosthetic fracture of the acetabulum, one (1) revision due to periprosthetic fracture of the femur and (1) revision due to metallosis. The exact number of revisions performed is not reported by marcqi; therefore, it is not possible to determine whether multiple reasons for revision apply to a single revision case. For the purpose of this report, each revision will be considered to have a one-to-one relationship with a single reason. Altogether, a total of 18 revisions has been reported in the above-mentioned registries for the (B)(6) devices referenced in this report.

Event description:
Based on data from the 2023 annual report of the swedish arthroplasty register (sar), the 2024 annual report of the société française de chirurgie orthopédique et traumatologique registry (sofcot) and the 2024 annual report of the michigan arthroplasty registry (marcqi), several revision surgeries have been reported in sweden, france and united states, respectively, following the use of the polarcup dual mobility acetabular system in primary total hip arthroplasty (tha): 1. Swedish arthroplasty register (sar) ¿ sweden: 2023 annual report polarcup dual mobility cemented acetabular system: a total of two hundred eighty-three (283) hips underwent primary tha procedures between 01-jan-2012 and 31-dec-2021, using polarcup cemented acetabular cups. From these, one (1) hip was later revised due to unknown reasons. 2. Société française de chirurgie orthopédique et traumatologique registry (sofcot) ¿ france: 2024 annual report polarcup dual mobility cementless acetabular system: a total of three hundred three (303) hips underwent primary tha procedures between 01-jan-2006 and 31-dec-2023, using polarcup cementless acetabular cups. From these, four (4) hips were later revised due to unknown reasons. 3. Michigan arthroplasty registry (marcqi) ¿ united states: 2024 annual report polarcup dual mobility acetabular system: a total of six hundred eleven (611) hips underwent primary tha procedures between 15-feb-2012 and 31-dec-2023, using a polarcup acetabular cups. From these, thirteen (13) reasons for revision are provided within the report: seven (7) revisions due to aseptic loosening, two (2) revisions due to malalignment, one (1) revision due to joint infection, one (1) revision due to periprosthetic fracture of the acetabulum, one (1) revision due to periprosthetic fracture of the femur and (1) revision due to metallosis. The exact number of revisions performed is not reported by marcqi; therefore, it is not possible to determine whether multiple reasons for revision apply to a single revision case. For the purpose of this report, each revision will be considered to have a one-to-one relationship with a single reason. Altogether, a total of 18 revisions has been reported in the above-mentioned registries for the smith+nephew devices referenced in this report.

Manufacturer narrative:
Corrected data: a2 (age at the time of event updated 62 years), b5 (event narrative), d1 (¿polarcup shell cemented¿ removed from brand name, as the 3500a form incorporates several products), e1 initial reporter (¿swedish arthroplasty register (sar)¿ and address removed, as the 3500a form incorporates several literature sources) h2 (total quantity of summarized events is now 18), h6 (additional codes added for ¿health effect - clinical code¿ and ¿medical device problem code¿ pertaining to the additional events incorporated to this 3500a form submission). H11: this report is submitted in response to the FDA¿s observations regarding smith+nephew¿s (s+n) summary MDR reporting practices under lit2400780, communicated on july 1, 2025. As a result, the MDR with reference 9613369-2025-00074 incorporates all the literature data sharing the following bundling criteria: registration number: (B)(4), report type: serious injury, product classification code: lph. Additional complaints have been added since the previous submission on 09-apr-2025: (B)(4) and (B)(4). Except for the corrected fields noted above under ¿corrected data¿, the information provided in the required fields of the prior 3500a form submitted on 09-apr-2025 remains unchanged. Reporting quarter: reporting quarter: 1 (january 1 - march 31, 2025). Uniform report locators: https://sar.registercentrum.se/news/download-the-sar-annual-report-2023 https://www.sofcot.fr/sites/www.sofcot.fr/files/medias/documents/2024%20rapport%20ph%20sofcot.pdf https://marcqi.org/marcqi-registry-reports-marcqi-annual-reports/. Summary of adverse events: based on data from the 2023 annual report of the swedish arthroplasty register (sar), the 2024 annual report of the société française de chirurgie orthopédique et traumatologique registry (sofcot) and the 2024 annual report of the michigan arthroplasty registry (marcqi), several revision surgeries have been reported in sweden, france and united states, respectively, following the use of the polarcup dual mobility acetabular system in primary total hip arthroplasty (tha): 1. Swedish arthroplasty register (sar) ¿ sweden: 2023 annual report polarcup dual mobility cemented acetabular system: a total of two hundred eighty-three (283) hips underwent primary tha procedures between 01-jan-2012 and 31-dec-2021, using polarcup cemented acetabular cups. From these, one (1) hip was later revised due to unknown reasons. 2. Société française de chirurgie orthopédique et traumatologique registry (sofcot) ¿ france: 2024 annual report polarcup dual mobility cementless acetabular system: a total of three hundred three (303) hips underwent primary tha procedures between 01-jan-2006 and 31-dec-2023, using polarcup cementless acetabular cups. From these, four (4) hips were later revised due to unknown reasons. 3. Michigan arthroplasty registry (marcqi) ¿ united states: 2024 annual report polarcup dual mobility acetabular system: a total of six hundred eleven (611) hips underwent primary tha procedures between 15-feb-2012 and 31-dec-2023, using a polarcup acetabular cups. From these, thirteen (13) reasons for revision are provided within the report: seven (7) revisions due to aseptic loosening, two (2) revisions due to malalignment, one (1) revision due to joint infection, one (1) revision due to periprosthetic fracture of the acetabulum, one (1) revision due to periprosthetic fracture of the femur and (1) revision due to metallosis. The exact number of revisions performed is not reported by marcqi; therefore, it is not possible to determine whether multiple reasons for revision apply to a single revision case. For the purpose of this report, each revision will be considered to have a one-to-one relationship with a single reason. Altogether, a total of 18 revisions has been reported in the above-mentioned registries for the smith+nephew devices referenced in this report. Analysis conducted: based on the most recent safety and performance evaluations, the polarcup dual mobility acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This systems are at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. The 2023 annual report (sar) and the 2024 annual reports (sofcot and marcqi) were reviewed for the polarcup dual mobility acetabular system used in primary tha procedures. Post-operative outcomes for each study device were compared against those of the class, defined as all prostheses utilized in the corresponding procedure type as recorded by each registry. Swedish arthroplasty register (sar) ¿ sweden: 2023 annual report according to this registry report, a total of two hundred and eighty-three (283) primary tha procedures with polarcup cemented acetabular cups were performed in sweden between 01-jan-2012 and 31-dec-2021. From these, only one patient underwent revision surgery with cup replacement for an unknown reason other than infection. There was no statistically significant difference in the risk of revision between polarcup dual mobility cemented acetabular system (hazard ratio with 95% confidence intervals: 0.68 (0.09, 4.9), adjusted for diagnosis, age, sex and surgical year) and the reference used in the sar report, which was the marathon cup. Société française de chirurgie orthopédique et traumatologique registry (sofcot) ¿ france: 2024 annual report based on this 2024 annual report data, revision rates of the polarcup dual mobility cementless acetabular system per 100 observed component years (0.62, 0.24-1.57) are in line with the dual mobility cup class (0.24, 0.21-0.26), demonstrated by overlapping confidence intervals. Michigan arthroplasty registry (marcqi) ¿ united states: 2024 annual report based on this 2024 annual report data, failure rates of polarcup dual mobility acetabular system are in line with the class average, as demonstrated by lower or overlapping confidence intervals during five years of follow-up. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.

Event description:
It was reported that, in the swedish arthroplasty register (sar) from sweden, a total of two hundred eighty-three (283) hips underwent tha procedures between 01-jan-2012 and 31-dec-2021, using polarcup cemented acetabular cups. From these, one (1) patient was later revised due to unknown reasons. No further information is available. Timeframe of registry data: implantations conducted in sweden between 01-jan-2012 and 31-dec-2021 with a follow up until 31-dec-2022.

Manufacturer narrative:
Reporting quarter: 1 (january 1 - march 31, 2025). Url source: https://sar.registercentrum.se/news/download-the-sar-annual-report-2023. Summary of adverse events: it was reported that, in the swedish arthroplasty register (sar) from sweden, a total of two hundred eighty-three (283) hips underwent tha procedures between 01-jan-2012 and 31-dec-2021, using polarcup cemented acetabular cups. From these, one (1) patient was later revised due to unknown reasons. No further information is available. Timeframe of registry data: implantations conducted in sweden between 01-jan-2012 and 31-dec-2021 with a follow up until 31-dec-2022. Analysis conducted: based on the most recent safety and performance evaluation, the polarcup dual mobility acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to this registry report, a total of two hundred and eighty-three (283) tha procedures with polarcup cemented acetabular components have been performed in sweden between 01-jan-2012 and 31-dec-2021. From these, only one patient underwent revision surgery with cup revision for an unknown reason other than infection. There was no statistically significant difference in the risk of revision between polarcup cemented (hazard ratio with (B)(4) confidence intervals: (B)(4), adjusted for diagnosis, age, sex and surgical year) and the reference used in the sar report, which was the marathon cup. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health have been identified. The reported harm relate to known inherent procedural outcomes that are appropriately documented in our risk files. No individual investigations into the reported events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.